Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2019. Therapy was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The event date is an estimate.

Event description:
It was reported that the patient's ipg is inoperable and will not communicate with external devices. The patient has not charged for several months, and turned off stimulation after having a pain pump implanted. As a result, surgical intervention is anticipated to resolve the issue.